Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date, and adverse event problem have been updated accordingly. During an unknown procedure, an angioguard rx/5mm basket diameter/180cm recycle sheath twisted during recapture and there was difficulty capturing the filter basket into the capture sheath. There was no reported patient injury. The procedure was completed with the use of another unspecified product. The intended target lesion was the left internal vein, whose vessel diameter is 5.5 mm, has moderate calcification, no vessel tortuosity and an 80% rate of stenosis. The device was stored and handled per the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The angioguard was sized larger than the vessel as instructed in the IFU. The device did not pass through any acute bends. There was difficulty encountered while advancing/tracking the device towards the lesion. No unusual force used at any time during the procedure. There was difficulty/resistance noted while crossing the lesion with the device. No other information was reported. The device was returned for analysis. A non-sterile angioguard rx/5mm basket diameter/180cm embolic protection device deployment sheath and a filter basket device were received for analysis inside a plastic bag. Neither the original packaging nor coil dispenser or capture sheath system were returned for analysis. Per visual analysis, the filter basket was received over-captured on the deployment sheath. The deployment sheath was observed elongated and ruptured/separated. Blood residues were found in the returned device. No other anomalies observed. Per microscopic analysis, the delivery sheath separation was noted under the fal vision system and elongations and frayed edges were confirmed on separated sections of the delivery sheath. The elongations and frayed edges noted on the separated delivery sheath presented with evidence of delivery sheath material stressing/ pulling events. The stressing/ pulling could be related to an application of a force that induced the material deformation until rupture occurred. A product history record (phr) review of lot 35235172 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The events reported as ¿capture sheath kinked/bent - in-patient¿, ¿capture system capture difficulty¿ and ¿ecgw (embolic capture guidewire) resistance/friction - during advancement of sds¿ could not be confirmed since no capture sheath or capture component was received for analysis. The event reported as ¿delivery system tracking difficulty¿ could not be confirmed due to the nature of the complaint. During analysis of the returned device additional malfunctions of ¿filter basket damaged¿ and ¿deployment (delivery) sheath separated¿ were identified. The cause of the filter basket damage and deployment sheath separation could not be conclusively determined during the analysis. As per the instructions for use (IFU), which is not intended as a mitigation, ¿allow sufficient space between the lesion and filter basket to prevent interference with the distal tips of all other diagnostic and interventional devices (i.e. Stent delivery systems, angioplasty balloons) to be used throughout the procedure. Note: always maintain filter basket position during deployment sheath removal. Note: never attempt to recapture the filter basket using the deployment sheath. If repositioning of the device is necessary, use the capture sheath and reposition. Note: never attempt to capture the filter basket with the deployment sheath. Once the lesion is treated and all of the interventional or diagnostic devices have been removed, remove the flushed capture sheath the dispenser coil and thread over the proximal end of the guidewire. Grasp the guidewire proximally as it exits the rx port and push the capture sheath through the open hemostasis valve. Collapse the filter basket by advancing the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: do not try removing the angioguard® rx emboli capture guidewire by only pulling on the capture sheath. Note: never pull the angioguard® rx emboli capture guidewire into the guiding catheter or interventional sheath introducer if there is resistance. If resistance is encountered, reposition the capture sheath to ensure that the filter basket is properly seated into the capture sheath. Using fluoroscopy, verify capture sheath position by checking marker band alignment between the capture sheath and the guidewire. Remove the device by grasping the guidewire and capture sheath together near the hemovalve. Pull the system through the guiding catheter or interventional sheath introducer, and out of the hemovalve as a single unit.¿ procedural and/ or handling factors may had contributed to the noted damages on the received device. Elongations and frayed edges were noted on the ruptured/separated area on the delivery sheath. The elongations and frayed edges on the separated delivery sheath may be related to an application of a tension force that induced the material deformation until rupture occurred. Neither the phr review nor the product analysis suggest that the reported events are related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 35235172 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an angioguard rx/5mm basket diameter/180cm recycle sheath twisted during recapture and there was difficulty capturing the filter basket into the capture sheath. There was no reported patient injury. The intended target lesion was the left internal vein, whose vessel diameter was 5.5 mm, had moderate calcification, had no vessel tortuosity and had a rate of 80% stenosis. The device was stored and handled per the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual noted about the device prior to use. The angioguard was sized larger than the vessel as instructed in the IFU. The device did not pass through any acute bends. There was difficulty encountered while advancing/tracking the device towards the lesion. No unusual force used at any time during the procedure. There was difficulty/resistance noted while crossing the lesion with the device. The procedure was completed with the use of another unspecified product.